Event description:
It was reported that in 2009, the sales representative phoned the complaint department to inform us of an event that occurred at this facility. The customer told the sales representative that they would prefer to give the details of the event in person. The report was faxed into the complaint management department on 04/01/2009 at 6:08pm. While in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the left femoral artery. The md was inserting the iab through the sheath when the iab became stuck in the sheath. The md could not advance the iab and as a result, the iab and sheath were removed as one unit. The md decided against using iab pump therapy after removing the iab and sheath from the patient. There were no reported patient injuries.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.